Event description:
It was reported that the colonovideoscope was not working, where the image was visible but the lamp was not igniting. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the colonovideoscope was not working, where the image was visible but the lamp was not igniting was that switch 1 was not functioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.